Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When the patient touches the skin in the mastoid area, she describes a change in hearing, which also occurs when she is not wearing the audio-processor. Additionally, this described change in hearing occurs when she is laying down on the right implanted side. It is planned to reposition the electrode lead loop.

Manufacturer narrative:
Conclusion: according to the received information, the recipient was experiencing changes in hearing when touching the area of the mastoid. It is suspected that the electrode lead looped in the mastoid cavity was in contact with soft tissue and this likely caused the unusual hearing perception when pressure was applied on the concerned area. No device deficiency is alleged, as in situ measurements are indicative of a functional device. Also, one electrode channel has been switched off to improve sound perception. The electrode lead was fixed during a revision surgery and the device remains implanted and in use. This is a final report.

Event description:
Touching the skin of the mastoid area caused a change of hearing perception, also when the recipient was not wearing the audio processor. This change in hearing occurred also when lying down on the right implanted side. This issue started recently (B)(6)2018 and had not been present since activation. The recipient is an eas (electro acoustic stimulation) user. Surgery was performed to reposition the electrode lead loop contained in the mastoid cavity. A metal plate was used to fixate the electrode lead so that soft tissue (muscle) could no longer cause movement of the electrode lead.